Event description:
In 2008, a clinical incident involving a super multivac 50 with integrated cable was reported to arthrocare corporation. During an ankle scope procedure (debridement of sub talar joint), it was reported the electrode had detached from the tip of the wand and remains in the pt's ankle joint. An arthrotomy was performed to find and remove the fragment requiring an additional half hour onto the procedure. The physician indicated there was no pt injury but additional surgery to perform the arthrotomy.

Manufacturer narrative:
Awaiting further info regarding the availability of the device for investigation.